Event description:
A 5mm clip applier misfired. First three clips were in a horse shoe shape. The non-occlusive staples left patient with a bleeding vessel. New clip applier opened and added to the field. Procedure continued without further incident. Malfunction clip applier removed from field and saved with packaging for return to vendor.